Event description:
Over wire stainless steel greenfield filter found to be fractured, with portion of fractured leg retained locally. Pt claims filter is causing pain. Did not offer removal as filter is permanent. FDA safety report ID# (B)(4).